Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to pacing not delivered when required. A new rv lead was implanted. No additional adverse patient effects were reported.